Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2010. It was reported that the suddenly lost stimulation. Diagnostic test revealed invalid impedance measurements for half of the lead contacts. The pt denies any falls or traumatic events which may have contributed to this occurrence. An x-ray of his scs system will be taken for further interrogation. No further info is available.